Event description:
It was reported that the atrial lead dislodged. The lead was explanted and replaced. The patient developed pneumothorax due to difficult access. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, crdm non-defib lead, implanted: (B)(6) 2015. (B)(4).